Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.2 was not recognized by the device and intermittently failed after recovery attempts. A field service engineer identified that aux drawer 3.2 smart hh had failed, observed that it temporarily recovered, performed hta testing which passed all sensors except for cubie a2 which was released, powered down the station and reseated cables for rear sensors and the retractor band, allowed the station to relaunch into the application and performed inventory testing which failed to detect drawer closure, inspected the open/close latch sensor and found no issues, replaced the pcba board, and verified successful operation during final testing and inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 3.2 was not recognized by the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.